Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was reloaded to resolve the issue. Additionally, an occlusion alarm occurred, however, the customer declined troubleshooting. There was no impact to the customer¿s blood glucose.